Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. A DHR for the freestyle lite meter was reviewed and the DHR showed the freestyle lite meter passed all tests prior to release. A tripped trend review was completed for the reported complaint and the freestyle lite meter. No further track and trend review was required as complaint numbers were relatively low. One complaint was confirmed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported that on (B)(6) 2017 at 6:00 pm, she experienced symptoms described as "dizziness, nausea, fast heartbeat, extreme headache" and stated she was unable to test due to her adc blood glucose meter shutting off after a blood sample was applied. Customer further reported being taken to a hospital where she was diagnosed with hyperglycemia and treated with insulin and intravenous fluids. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2017 at 6:00pm, she experienced symptoms described as "dizziness, nausea, fast heartbeat, extreme headache" and stated she was unable to test due to her adc blood glucose meter shutting off after a blood sample was applied. Customer further reported being taken to a hospital where she was diagnosed with hyperglycemia and treated with insulin and intravenous fluids. There was no report of death or permanent injury associated with this event.